Event description:
It was reported that this lead was explanted due to dislodgement from twiddler's syndrome. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Visual inspection revealed a twist in the lead body approx. 60mm from the terminal end.

Event description:
It was reported that this lead was explanted due to dislodgement from twiddler's syndrome. A new lead was implanted. No additional adverse patient effects were reported.